Event description:
A hemodialysis user facility has reported that two blood leaks occurred ((B)(6)) during treatment with the same pt. At the beginning of treatment, the machine alarmed and the leak was visually observed out of the dialyzer through a crack around the label. Dialyzers from the lot were found to be dented and cracked around the label. Dialyzers from this lot were found to be dented and cracked around the label. Estimated blood loss less than 100 cc's. Blood test strips were used, results positive. No medical intervention was required.

Manufacturer narrative:
The device is undergoing an eval but has not yet been completed. This medwatch report is associated with MDR# 1713747-2013-00188.